Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The bag/vent switch was replaced and the unit was returned to service.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested during a case. The bag/vent switch was toggled and then mechanical ventilation continued. There is no report of patient injury.